Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the insulin on board (iob) calculation was indicating remaining insulin on board past the programmed 3 hour duration. The reporter stated that on one occasion, the pump still indicated insulin in the iob at midnight when the last bolus was for a snack at 8:00 pm. On another occasion, the pump indicated iob remaining during a dinner bolus when the previous bolus was for lunch more than 4 hours earlier. This report is made based on the allegation that the pump iob feature may have malfunctioned.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump history showed a total of 8 boluses recorded in the history between 2/1 and 2/14 occuring after 9 pm which would explain the iob calculation after midnight. The black box and bolus history also showed several boluses between lunch and dinner. The pump was found to be programmed with the iob set at 3 hours and the insulin remaining was correctly depleted at the end of 3 hours.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.